Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 47 to 543mg/dl. Customer treated with the pump. Customer wanted to be transferred to bayer for assistance with the meter. Customer declined high and low blood glucose troubleshooting. No further details given.